Manufacturer narrative:
To date, the device has not returned for evaluation, the root cause could not be established. Additional reporting on this event will be provided as a follow up report if more information becomes available. Related report numbers (including this report): 3025141-2026-00285.

Event description:
It was reported that the surgeon had a couple of driver failures with the at3 mini driver breaking while implanting.